Event description:
It was reported to philips that the co2 function would not display a waveform or numeric value when a cannula was installed in the co2 inlet. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.